Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Explant date: 2019 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8352-70 serial:(B)(4). Batch: 19298005.

Event description:
It was reported that the device was not working for the patient. All components were explanted. No further information has been obtained despite good faith efforts.